Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for lead revision. It was noted that the right ventricular lead exhibited multiple noise episodes. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
External insulation abrasion exposing the outer coil was noted at 49.2-49.6 cm from the distal tip consistent with lead friction to the pacemaker can. This is consistent with the observation from the field of noise.

Event description:
New information received states that there was visible insulation anomaly on the lead.